Event description:
Event description cpi received information that this is-1 sweet tip unipolar lead was explanted because it was not in the proper position to pace the heart. During the removal procedure, the setscrew on the implantable pulse generator (ipg) could not be loosened. Therefore, the ipg had to be replaced as well.